Event description:
On 9/19/90 device was implanted. On 11/20/92 the right cylinder was revised. On 11/24/92 the cylinders were revised. On 10/01/96 the device was removed from the pt and another device implanted due to pain and infection possible scrotum.